Manufacturer narrative:
Manufacturer's investigation conclusion: upon completion of the investigation, the reported incident of showing pump parameters with a negative value was not observed, and was unable to be reproduced during analysis. Functional testing performed on the returned device over several test days revealed the device functioned as intended, and the event findings were in accordance with approved labeling. The root cause of the reported event was unable to conclusively be determined. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when connected to the system monitor, pump parameters displayed with a negative value. The parameters on the patient's system controller displayed correctly. The white power lead was disconnected and the values reset to display normally, however, shortly after they returned to negative values. The patient was switched to a new system monitor and new power module and the values have displayed correctly since. The exchanged equipment was inspected and the cable was found to be frayed at the end that attached to the power module. There was no harm to the patient.